Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history was conducted during the investigation. The device was not returned to assist in the investigation. According to comments in the complaint description, the bleeding was not caused by a defective cook device. No information indicating device malfunction was found. In addition, no product lot information was provided, so the manufacturing history of the device(s) could not be verified. There is no evidence to suggest the product was not manufactured to specification. Because no further information was provided about the procedure, the devices were not returned, and device lot information was not retained, the root cause of the complaint cannot be determined.

Event description:
During a pacemaker lead extraction and re-implant, the physician placed another manufacturer's wire guide to retain access. Cook products were used with other non cook products following the placement of the initial wire to gain access in order to remove the lead and lead remanence. The cook lead extraction devices were used to then remove both leads via superior and femoral approach. Due to a drop in blood pressure, the physician determined the procedure should be converted to open chest. Once the chest was opened, the physician noted a perforation in the right ventricle at the apex. At this point the final lead remanence was removed. The patient is now in stable condition.

Event description:
During a pacemaker lead extraction and re-implant, the physician placed another manufacturer's wire guide to retain access. Cook products were used with other non cook products following the placement of the initial wire to gain access in order to remove the lead and lead remnence. The cook lead extraction devices were used to then remove both leads via superior and femoral approach. Due to a drop in blood pressure, the physician determined the procedure should be converted to open chest. Once the chest was opened, the physician noted a perforation in the right ventricle at the apex. At this point the final lead remnence was removed. The patient is now in stable condition.

Manufacturer narrative:
(B)(4). The event is currently under investigation.